Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device did not staple. It was unknown which firing this occurred on. Another device was used to complete the procedure. There was no patient consequence. Device was discarded.